Manufacturer narrative:
(B)(4).

Event description:
It was reported " printer malfunction;printer softkey being absent and printer hardkeynot illuminated. Unable to print from any screen". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "printer malfunction" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the printer was replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the printer issue. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " printer malfunction; printer softkey being absent and printer hardkeynot illuminated. Unable to print from any screen". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".